Event description:
It was reported that epidural catheter was placed in 2005 into patient, delivering around midnight. At approx. 3 am, rn removed the catheter and approx. 6cm of catheter body was retained in the pt. Rn stated removal did not seem difficult. They stated catheter stretched a slittle and then seemed "sticky" when it suddenly snapped. Neurosurgeon was consulted and retained piece seen under fluoroscopy. It is in epidural space. Both md's feel surgery more invasive.